Event description:
Additional information received reported that the cause of the event was still unknown. The pump was interrogated and no anomalies were found. The catheter was determined to be patent. The drug was tested and the drug was determined to be correct. The patient was currently doing fine and was receiving effective therapy. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the ER (emergency room) last night. The patient was in a comatose state per healthcare professional (hcp). It was unknown when the symptoms started and if they were gradual/sudden. The pump was last refilled 8 days prior to this report. Meningitis was ruled out. The hcp took the drug out of the reservoir and diluted it in half. The hcp then access the cap (catheter access port) to clear the catheter, but the old drug was left in the pump tubing. The hcp had requested the old drug be analyzed. The patient was alive, well and alert at the time of this report. The pump was used to deliver clonidine and baclofen (compounded).